Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation found: test measurements where performed with the technical service tester box as well with the provided tester plug. No interruption on the measuring socket or cables found. General check without errors. No defect/ no failure found.

Event description:
In this event it is reported that raypex 6 gave incorrect measurements. No injury occurred.